Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The not for human use (nfhu) error message was confirmed. The fse tried reprogramming and powering up without the patient side cart (psc) but the message did not go away. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. The usm was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The usm was then installed onto a golden system where nfhu message was triggered. After axes controller carriage logic (accl)2 was replaced, the issue was resolved. Upon visual inspection, no issues were found that would be related to the reported event. Failure analysis identified that accl2 is the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported a not for human use (nfhu) error message. The error message remained displayed even after a power cycle. A log review had shown error present since the prior field service visit. The csr later called again to ask whether anything needed to be reported, explaining that the procedure had been completed without issues and that only the system indication of being in a nfhu configuration remained. The tse explained that it was at the surgeon¿s discretion to proceed and that service would be required to correct the system configuration issue, with notice of the issue to be provided and a field service engineer to resolve the system error. The procedure was completing as planned with no reported injury.